Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched, they were visited urgent care, were in emergency room and hospitalized due to urinary tract infection and hyperglycemia caused by dehydration on (B)(6) 2020 for 3 days. The customer¿s blood glucose level was 409 and 414 mg/dl at time of incident. Another blood glucose level was 200 mg/dl when admitted to hospital. The customer was assisted with troubleshooting. The customer was treated with insulin drip, manual injection and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.